Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-7040a is not returning.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with difference between sensor glucose and blood glucose values and possible over delivery anomaly. The customer reported blood glucose value of 45 mg/dl. The customer was treated with food/juice. The event involved product(s) mmt-342g, mmt-1884l, mmt-431ak, mmt-7040a. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The customer has used the auto mode/smartguard feature at the time of the event. It was confirmed that the customer blood glucose was 45 mg/dl and sensor glucose value was 188 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 143 mg/dl and it was beyond 30% limit. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-1884l. No product return is required for mmt-431ak. The customer will discontinue the use of the sensor. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.